Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned femoral head and acetabular liner confirm disassociation in vivo. A search of the complaints databases identified no other reports against the acetabular liner product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The root cause is undetermined and the investigation has found no product contribution to the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2013-30521. This report, 1818910-2015-26857, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-30521.

Event description:
The patient was revised to address a broken implant in the femoral neck region. Patient's revision operative notes were reviewed. There is no additional information. Update rec'd 12/15/2014 - patient now has an attorney, and this is a legal claim. There is no new additional information that would affect the outcome of the investigation.

Event description:
Litigation papers allege patient heard a pop and felt instant severe pain in his left hip and upper leg while at work, where he was later diagnosed with femoral prosthesis fracture. Litigation states surgeon removed all bone ingrown hardware, including the stem and cup, and cabled, bone grafts. Patient experienced a second episode of feeling a popping and crack in his left hip area. A CT revealed "a laterally angulated acute periprosthetic fracture along the lateral proximal margin of the femoral trochanter, incompletely healed remote periprosthetic fracture about the periprosthetic stem".unknown devices were implanted after the first stem fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 9/18/15 & 9/21/15 medical records received. After review of the medical records for MDR reportability, part/lot is being updated. The complaint was updated on:10/12/2015.